Event description:
It was reported that the catheter was replaced due to an unknown catheter issue. It was noted that it appeared as though the issue happened after the patient gave birth. The patient had symptoms of increased spasticity. The location of the issue was noted to be the catheter track. Diagnostic testing/troubleshooting would be performed in the future and it was noted the issue was resolved as of the date of the report. The patient status was reported as ¿alive no injury¿. The pump system was being used to deliver compounded baclofen. It was further reported that the event was due to pregnancy and the body changes during this period. The catheter was therefore explanted. It was noted the patient was perfect and with effective therapy after the replacement of the catheter.

Manufacturer narrative:
Analysis of the 8709sc catheter revealed the sutureless connector had a non-significant indent in the seal which did not affect infusion. Analysis of the returned unidentified catheter segment revealed that the catheter body had a user related hole. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# unknown, implanted: 2014-(B)(6), product type catheter, product ID neu_unknown_cath, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.